Manufacturer narrative:
Per the complaint, part/lot numbers are unknown. Part number will be identified at inspection and lot information will be requested.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.